Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Due to the anatomy of the patient, the cannula kinked and produced greatly reduced pump flows. No intervention was specified, but there was no reported patient harm.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Returned fluoro imaging showed a kinked cannula. Therefore, the root cause of the low pump flow was a cannula kink as a result of patient condition. This report is being filed as part of a retrospective review of historical records.